Event description:
During "stick cycle" heavy frost built up. During "freeze" cycle temp was only-88c. No report of pt injury.

Manufacturer narrative:
Device not returned for testing. No pt injury was reported.